Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
This device was explanted due to premature battery depletion. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.